Manufacturer narrative:
The equipment was received in house and the service technician downloaded the event trace and sent to the vyaire failure analysis laboratory for review. Several observations were submitted. The issue is not reproducible and root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top 1150 ventilator stopped while on a patient due to turbine is not working. The customer confirmed that there is no harm associated with the reported event.